Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Cannot pair pump with mmm app (samsung galaxy s21 fe, android 14, app version 2.8.0) "we have attempted to reproduce the pairing failure with a supervisor timeout on the samsung galaxy a35 and google pixel 8 did not pair with a 780g pump running firmware version 6.7. The issue occurred consistently if the cross-device services feature is enabled on these devices, displaying a ""device not found"" message on the pump. However an attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. This issue has been confirmed, through our internal testing and found the recommendations steps help resolve the issue. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.